Manufacturer narrative:
Correction: describe event or problem root cause: the root cause for the reported issue that device had ail sensor alarm failure was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2025, a significant amount of air was found below the air-in-line sensor. The rn measured air-in-line had extended 45.5¿ below the pump module. There was patient involvement but no harm as a staff member caught the air before it reached the patient. During a clinical on-site visit, bd learned the following additional information: there was 44" of aid below the pump at the end of the infusion as measured by a nurse, and it was unclear if this was solid air down the line or striping. *important to note that the accumulated air in line is disabled in the configurations. Air in line single bolus setting 250 microliters.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2025, a significant amount of air was found below the air-in-line sensor. The rn measured air-in-line had extended 45.5¿ below the pump module. There was patient involvement but no harm as a staff member caught the air before it reached the patient.

Manufacturer narrative:
Additional information: initial reporter phone # and manufacturer narrative. Root cause: the root cause for the reported issue that device had ail sensor alarm failure was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2025, a significant amount of air was found below the air-in-line sensor. The rn measured air-in-line had extended 45.5¿ below the pump module. There was patient involvement but no harm as a staff member caught the air before it reached the patient.